Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid 10 mg/ml at 4.361 mg/day via an implantable pump for non-malignant pain. It was reported that the reason for the call was that they were doing a normal pump replacement today ((B)(6) 2023) and the doctor decided to do a catheter revision. The rep stated that the doctor was not able to aspirate the catheter and they wanted to know what to bolus the patient. The rep stated that there was nothing coming out of the distal portion of the catheter. The rep stated that she would follow-up with the doctor and technical services redirected to the doctor for next steps. No patient symptoms or complications were reported. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that they were unaware of the patient's weight at the time of this event and that they initially reported the event. The rep reported that the proximal portion of the catheter was revised/replaced and the cause of the inability to aspirate the catheter was not resolved. It was further reported that the physician did not want to revise the distal portion to further investigate. The catheter portion was discarded by the customer could not be returned.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2017, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-sep-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.